Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm while attempting to program a bolus delivery. Customer reported that after pressing the up arrow button, numbers began to scroll. Customer's blood glucose was 189 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with moisture found on the keypad traces. However, all of the buttons functioned properly, no ramping numbers and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.